Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of a lesion in the ostial left circumflex artery (lcx). Glideassist was used to advance the oad crown through the lesion, but the oad could not be advanced. Thereafter, the physician noticed the viperwire had fractured. The wire fragment could not be removed, and it was abandoned in vivo. A stent was deployed over the fragment, and the procedure was completed. The patient was stable.

Manufacturer narrative:
Device analysis conclusion: the guidewire was returned to csi, and visual examination confirmed the reported fracture. The distal spring tip section was not returned for analysis, which is consistent with details reported to csi. The fractured section was sent for scanning electron microscopy (sem) analysis. Sem analysis of the fractured wire shows rotational wear near the fracture site and ductile dimples on the fracture face. It was not clear whether evidence of fatigue was present since the initiation of fatigue is not clearly resembled in the fracture face. The details reported to csi state that the oad may have contacted the spring tip, thereby causing the fracture. This could not be confirmed through analysis based on the location of the fracture. The location is not consistent with typical fracture locations resulting from oad contact. The root cause of the damage remains undetermined. The physician hypothesized the oad was forced to curve when it could not be advanced into the lesion, and the oad made a contact with the viperwire, thereby causing the fracture. Csi ID: (B)(4).